Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the heartstart mrx could not acquire or calibrate etco2. There was no indication of patient involvement.